Event description:
It was reported that the device was unable to transfer the remaining collection of blood in the canister to the blood bag. Approximately 200 cc blood was discarded. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. The reason for the serialization starting with 90008 is to provide clarification following a change in stryker's electronic complaint systems.